Event description:
It was reported that patient have difficulty charging the ipg and will take longer to fully charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.